Event description:
A revision surgery was performed due to instability and superior inclination of the glenoid.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Manufacturer narrative:
Correction: h6 (result) code. The reported event could not be confirmed, as the device was not returned and the provided images show properly aligned implants with no evidence of dislocation or instability. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. The provided x-rays were forwarded to medical affairs with the following review: the images conform the superior positioning of the glenoid baseplate and hence the glenosphere. The image shows properly aligned implants with no sign of implant dislocation. Therefore, we cannot confirm instability from the provided materials alone. The superiorly place glenoid construct however has led to notching, that typically leads to polyethylene insert wear and possible particle wear disease as shown by the bone resorption around the glenoid baseplate. Failure of total shoulder replacement over time is a known complication. In case of a revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient (radiological and clinical) information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where no such information is available, this assessment is limited. No conclusive statement can be provided, because key clinical information (e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician) is missing. Due to these limitations, I am unable to provide statements about the patient, the procedure, and/or the device in relation to cause of the failure. Therefore, more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. Although no evidence of dislocation or instability could be observed, it is worth noting signs of glenoid notching were observed. It is a known phenomenon associated with mechanical impingement of the humeral component (polyethylene insert) against the inferior glenoid, potentially leading over time to polyethylene wear and localized bone resorption. If more information is provided, the case will be reassessed.

Event description:
A revision surgery was performed due to instability and superior inclination of the glenoid.